Event description:
Attempted to externally pace a pt. Pt was connected to device. Changed setting to paddles. Monitor continued to read connect electrodes. Checked all connections and continued to read connect electrodes. Pt's condition did not deteriorate.